Manufacturer narrative:
A supplemental report is being submitted for the additional information received. Sections b.4, g.3, g.6, and h.2 have been updated. Corrections have been made to b.5. An addition was made to h.6: device code, and h.11. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (tvr). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. There are cases in which slight migration of the valve may occur but is not clinically significant and no intervention is required. In other instances, the migration of the valve could result in coronary occlusion, left ventricle outflow tract (lvot) obstruction, clinically significant hemodynamic compromise, embolization of the valve, transvalvular and/or paravalvular leak. These cases may require implantation of a second valve and/or additional intervention to secure or remove the valve. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instruct the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. In addition, it instructs the operator on device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for migration (i.e., minimal leaflet calcification), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of these adverse events is not required at this time. According to the index implant case information, the sapien 3 valve had been implanted in an 80:20 aortic/ventricular position within a failing freestyle valve with +2cc volume added to the delivery system nominal volume and had mild pvl. The patient presented now with heart failure and the sapien 3 valve ''looked to be implanted very low and there was a pvl just above the inner sealing skirt.'' Although it cannot be confirmed due to the limited information provided, investigation results suggest that the sapien 3 valve may have migrated towards the ventricle with subsequent pvl. The sapien 3 valve had been implanted with additional volume, suggesting that the valve size was at least borderline for the landing zone. The freestyle is a stentless bioprosthesis that lacks a sewing ring, making it more challenging to anchor the thv securely during a valve-in-valve procedure. Without a firm structure to grip, the thv relies more heavily on friction and radial force for stability, increasing the risk of migration. If the thv is not optimally seated, blood flow dynamics can exert uneven pressure on the valve, potentially pushing it out of place. This is especially true if the valve is positioned too deep or too shallow relative to the annulus. Incorrect valve sizing can also contribute to instability. Precise sizing is more difficult in a failing freestyle valve due to the lack of radiopaque markers and structural boundaries, as well as structural changes over time such as tissue degeneration, calcification, or distortion that alter the valve's geometry and make it harder to achieve a snug fit with the thv. This may lead to either undersizing (resulting in poor anchoring) or oversizing (causing distortion) of the thv and increase the risk of migration. As such, it is possible that both patient and procedural factors, such as implanting the sapien 3 in a freestyle valve with additional volume, may have contributed to the sapien 3 valve migrating towards the ventricle, which in turn could have worsened the pvl. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist, approximately 3 years post-transfemoral tavr procedure with a 29 mm sapien 3 (s3) valve in a failed freestyle valve in aortic position, the patient presented with symptoms of congestive heart failure attributed to a paravalvular leak (pvl). According to the index implant procedure case information, the sapien 3 valve had been implanted in an 80:20 aortic/ventricular position in a freestyle valve (stentless bioprosthesis that has no sewing ring). The sapien 3 valve was deployed with +2cc added to the delivery system nominal volume and post implant there was mild pvl observed by tee. The valve now appeared to be implanted very low, with the pvl located just above the inner sealing skirt. A sapien 3 ultra resilia (s3ur) valve was successfully implanted in a higher position in a valve-in-valve procedure. Post-implant, no pvl was observed, and the diastolic pressure increased by more than 20 mmhg. The patient is currently stable and in recovery.

Event description:
As reported by the field clinical specialist, approximately 3 years post-transfemoral tavr procedure with a 29 mm sapien 3 (s3) valve, the patient presented with symptoms of congestive heart failure attributed to a paravalvular leak (pvl). At the time of implant of the s3 valve, there was no pvl present. The valve now appeared to be implanted very low, with the pvl located just above the inner sealing skirt. A sapien 3 ultra resilia (s3ur) valve was successfully implanted in a higher position in a valve-in-valve procedure. Post-implant, no pvl was observed, and the diastolic pressure increased by more than 20 mmhg. The patient is currently stable and in recovery.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Due to the limited information provided, the cause of the paravalvular leak is unknown. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information. The following sections of this report have been updated: added new information to b.7 relevant medical history and h.11 narrative. After a review of the medical record, 30-day follow up visit office note, post operative day 1 status post viviv tavr echocardiogram reported sapien 3 ultra resilia (29 mm) aortic valve prosthesis well-seated with mean gradient 3 mmhg and aortic valve area of 4.0 cm2.